Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported she has had issues with her infusion sets. Pt stated a couple of months ago she was receiving elevated blood glucose levels. Pt reported she changed the infusion set and the infusion cannula was bent. Pt stated there was only one bend in the cannula. Pt reported the issue occurred more than once in a 2 month period. Pt stated her blood glucose level started to increase 2 hours after inserting the new infusion headset. Pt reported she changed the infusion site her blood glucose levels went back down to the normal range. Pt stated her blood glucose levels went up to the 400-500's mg/dl. Pt's normal blood glucose range is 110-120 mg/dl. Pt reported the infusion site wasn't leaky. Pt inserts the infusion sites by hand. Advised pt on alternative types of infusion sets available. Pt stated her blood glucose levels are okay now and back to normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.